Event description:
It was reported that the patient presented for implant procedure. During procedure it was noted that the helix of the right ventricular (rv) lead was failing to retract. The procedure was completed using another rv lead. The patient was in stable condition.

Manufacturer narrative:
The reported event of helix mechanism issue was confirmed. As received, a complete lead was returned in one piece with the helix retracted and clogged with blood/tissue. Visual and x-ray examination of the helix mechanism found no anomalies or distortion of the helix or inner coil that would have contributed to helix issues reported in the field. The cause of the reported event was isolated to the helix clogged with blood/tissue. Electrical testing of the lead did not find any indication of conductor fractures or internal shorts.